Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one of the surgeons received an electric shock while using a video system center with an endoeye during an unspecified procedure. The surgeon was able to continue with the operation with no delay to the procedure or clinical impact on the patient. There was no reported impact or adverse outcome for the surgeon. There was no evidence of harm, or a life-threatening event occurred to the patient or the surgeon. No medical medical/surgical intervention was required.